Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported she was not able to charge the implantable neurostimulator (ins). The implantable neurostimulator recharger (insr) showed a charge the insr battery message. When the insr was plugged into the power source, it did not charge. A light was not on the desktop charger. Another outlet was tried and this resolved the issue. Troubleshooting resolved the insr issue as the patient confirmed the insr was charging. On (B)(6) 2015, the patient had a sudden onset of a walking difficulty as she could hardly walk. Then, the patient tried charging her ins and was not able to due to the empty insr battery. Relevant medical history included chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.